Manufacturer narrative:
Service was dispatched to evaluate the instrument. Field service engineer (fse) reported the cause of the reagent probe a was the intermittent waste vacuum collar wash valve failure. Fse replaced the valve and issue was resolved. The beckman coulter internal identifier for this event is (B)(4) for event date (B)(6) 2016. Please refer to MDR 2050012-2016-00255 for event date (B)(6) 2016.

Event description:
Customer reported the unicel dxc 600 pro synchron system had fluid leaked from reagent probe a. The leak from the reagent probe a was contained to the instrument. No exposure reported. Customer was wearing eye protection and gloves. No erroneous results generated.